Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station needed to have profile mode enabled. A technical support specialist (tss) investigated and reached out to the account executive to assist the customer in changing the station configuration from non profile mode to profile mode. Configuration was successfully changed. The system functioned after the account executive assisted customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurses were unable to pull scheduled medications from the device. User informed that it was contracted to be profiled station, but it was not profiled when nurses tried to pull medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.